Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. The supply power switcher was analyzed and the complaint was confirmed by failure analysis. In artemis, error 818 was found indicating the failure occurred in the field. Upon visual inspection, no issue were found that would relate to the complaint. The unit was installed onto the golden system where the unit ran ten power cycles but the reported complaint (error 818) could not be trigger. The spm status was checked as well as the voltage and current and found to be within specification. The system power manager (spm) was analyzed and the complaint was confirmed by failure analysis. The spm was returned for failure analysis due to no back up battery message and error 824, 858, 816. Failure analysis was not able to replicate the complaint. However, the fault was confirmed via error logs. In artemis, error 824, 858, 816 pointing to the spm failing which was found indicating failure occurred in the field. Visual inspection: upon receiving the unit, it was observed that it has a bent on the side (see attached photo). The spm was installed onto the golden system where the component functioned as expected. The psc was set to battery mode and it drained up to 94% and then powered cycle it. After the 10 power cycles, the battery soc was charged up to 100% verifying that the spm is fully functioning. The error logs were inspected, and found no fault/related error on the logs. The bent was able to fixed by the technician. This unit was found to be fully functional.